Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The complaint is not confirmed, as no sample was returned for evaluation. Therefore, the assignable cause could not be determined. A batch review could not be completed, as the lot number was not provided.

Event description:
A baxter sales representative called baxter corporate product surveillance to report a clearlink non-dehp secondary medication set which leaked. According to the report, the secondary tubing started leaking when they spiked the bags. It is unknown where the leak was coming from. It is unknown when the event occurred. It is unknown if there is patient involvement. No additional information is available.